Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the viewing window. Arms of the linkage assembly were not deployed. The download data showed that 21 first prime pulses were completed and device was deactivated at 31 pulses. However, the needle mechanism did not deploy as intended. Rotational sensor abnormalities were seen in the data. The device was reset, paired with a master pdm and 5 unit bolus was successfully delivered. The cannula deployed as intended during the rerun. Rotational sensor abnormalities were not reproduced in the rerun data but time outs were seen. Due to the rotational sensor malfunction, the device did not run enough pulses during the first priming sequence for the needle mechanism to deploy as intended. Contamination was observed on the commutator cap. It could not be determined if it contributes to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.